Event description:
Received info stating patient went to the emergency room (ER) due to dka and high bg's. Patient was treated with fluids and released hours later.

Manufacturer narrative:
No product has been returned for eval. Should new info become available a follow up MDR will be submitted.